Event description:
It was reported that the device was explanted after an implant duration of approximately 9.3 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that the device was explanted after implant duration of approximately 110.3 months. It was learned that the cause of explant was prosthetic valve failure due to aortic stenosis and aortic insufficiency.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.